Manufacturer narrative:
Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient underwent oblique lumbar interbody fusion of 3 intervertebral discs due to lumbar kyphosis. Intra-op, when the cage was being inserted at l4-l5, it broke into two pieces. It was a case that the original vertebral disc height was nearly zero. When the cage was inserted to some extent, the cage touched the contralateral osteophyte and did not advance. When the cage was hammered strongly with a plastic hammer, and when the frontal images were checked, it was found that the osteophyte broke. The cage was also suspected to be broken because the cage position was found strange when checking the images after the cage was inserted. The cage could not be removed and was implanted as it was. Wound closure was performed. There was a delay of about 3 minutes in overall procedure time. No patient complications were reported.